Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the reported issue could not be duplicated. The user verification test and operational verification procedure were performed and all tests passed to manufacturer specifications.

Event description:
The customer reported that their vela ventilator began auto-cycling while on a patient and giving low volume read outs. The customer did not report any patient harm.